Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 - other: device has not been returned to date. E1 - initial reporter phone: +(B)(6). Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the dilator was missing from the set. Patient involvement is unknown.